Manufacturer narrative:
Product event summary: at analysis it was noted that the upper and lower cases were damaged, the atrial output connector was broken, the super capacitors were worn, causing the unit to shut down (confirming the stated reason for return) and preventing the incoming test from being performed and that both bail covers were cracked. The upper and lower cases, atrial output connector, both super capacitors and both bail covers were replaced and the unit was then tested on the automated test system and passed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned because after it was powered on it would not stay on but would switch off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. If information is provided in the future, a supplemental report will be issued.